Manufacturer narrative:
The malfunction was duplicated and the airway pressure calibration was found to be out of specification. The device was recalibrated to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed the leakage test. Complainant indicated that there was no patient involvement in the reported malfunction.